Event description:
It is replaced that the device was implanted in 1998. At 10 years post-op, patient has a complication of 1 mm poly wear on operative knee. Patient is tolerating the complication, no revision is planned.

Manufacturer narrative:
Evaluation summary: the probable cause of the wear could not be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.